Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during fill tubing associated with an occlusion, and the user subsequently completed a supply change successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.